Event description:
Subsequent to the initially filed report it was stated that the devices were stuck together in the coronary artery so they were removed together, and when they reached the guiding catheter, they were removed separately. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported difficult to advance and remove could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the optical coherence tomography (oct) device encountered difficult being advance and removed over the guide wire. Analysis of the returned wire confirmed the outer diameter it is within specification. Additionally, functional testing as performed, and the wire was able to advance and remove through a proxy catheter without resistance. It is likely that circumstances of the procedure, such as catheter damage, procedure contaminants, challenging anatomy, or the bend noted on the distal tip contributed to the resistance encountered. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B5 - describe event or problem: updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the ramus interventricular anterior (riva) artery with chronic total occlusion. Optical coherence tomography (oct) was used and the balance middleweight universal ii guide wire was at the lesion. After oct, a balloon was intended to be placed at the stenosis; however, the balloon was not able to advance on the guide wire. The devices were removed together. Another bmw universal ii guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.